Event description:
It was reported that the patient had multiple inappropriate shock due to t-wave oversensing. The sensing vector was in primary. The doctor wanted to know how to program the vector to secondary. Technical services successfully helped the doctor to reprogram the device. There were no additional adverse patient effects. The device remains implanted.